Manufacturer narrative:
One pressurewire certus was returned for analysis. The results of the investigation were inconclusive. There were multiple kinks throughout the guidewire. However, it was noted that the guidewire had been fractured and detached at the proximal end of the guidewire; the distal section of the guidewire was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported positioning issue remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming device fracture.